Manufacturer narrative:
The field service rep was unable to duplicate the issue and ran calcium precision and inspected the instrument.

Event description:
The user reported out an erroneous calcium result of 11.9 mg per dl. The tech repeated the sample at the time the erroneous result occurred and obtained a result of 9.0 mg per dl, but the first result was reported out by another tech before the repeat result was compared. A separate sample from the same pt tested in 2009, resulted as 8.5 mg per dl. The user then pulled the original sample from 2009, and repeated testing on the original integra 800 and obtained 9.3 mg per dl. The same sample was also repeated on the other integra 800 and received a result of 9.2 mg per dl. The pt was not treated in response to the high calcium.